Event description:
Caller reported a malfunction on the pump. There was no reported impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, assisted the caller with the reset, and verified that the issue was resolved. The customer was informed to continue using the pump and advised to call back if the malfunction recurred.